Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 200-500mg/dl fasting. Verified the strips expire 6/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 337mg/dl and 389mg/dl fasting. Reviewed meter memory: 364mg/dl, (B)(6) 2016, 08:24:00 am, fasting:yes; 441mg/dl, (B)(6) 2016, 09:55:00 pm, fasting:yes; 444mg/dl, (B)(6) 2016, 09:56:00 pm, fasting:yes; 387mg/dl, (B)(6) 2016, 10:16:00 pm, fasting:yes; 425mg/dl, (B)(6) 2016, 10:30:00 pm, fasting:yes. The customer is concerned with test result of 469mg/dl from (B)(6) 2016 at 11:12pm. Customer states he hasn't tested in a few months and just bought our meter. Customer date and time was set correctly but customer read meter results out of order.